Event description:
The reason for call was patient reported they were having a lot of pain and it wasn't taking away the pain and the issue began 3 or 4 months ago. Patient stated they were taking a lot of pills. Patient then noted that they had a 66109 nevro device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).